Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter clarified that the event occurred during a tibial plateau leveling osteotomy (tplo) surgery on (B)(6) 2016. There was a five minute delay to the surgical procedure. An identical spare device was available for use. There was no human patient involvement as the device is used as a veterinary device. There were no reports of injuries, medical intervention or prolonged hospitalization. Lot number: the device lot number provided by the reporter in the initial report was incorrect (1149). The correct lot number has been updated to 1330. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device had a broken saw blade coupler. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the oscillating head was broken and could not secure the cutter/blade device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.